Manufacturer narrative:
MDR 2517506-2019-00151 was filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning discordant low alpha-fetoprotein (afp) patient results obtained on the dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the discordant, falsely depressed afp results. The customer stated that their quality control has been acceptable relative to peer means for afp and they stated that there was no reason to think there was an instrument issue. Hsc requested a sample to be returned to siemens for investigation but no sample was provided. Hsc has evaluated the instrument data logs and concluded that there was no reagent lot or assay issue. Hsc review of the afp instructions for use (IFU) shows that about 20% of hepatocellular cancer patients had values of greater than 1000 ng/ml. Hsc review of the IFU also shows that there is no hook effect up to 1,000,000 ng/ml. This sample was only tested up to 20,000 ng/ml. There has not been a challenge to the hook effect checked, so there is no determination as to if this is the cause of the discordant low result. The sample was not available to be returned to siemens and was not tested further to see if this issue is a hook effect issue. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed alpha-fetoprotein (afp) result was obtained on a patient's samples on the dimension vista 1500 system s/n (B)(4). The results were reported to the physician who questioned the results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed afp results.